Manufacturer narrative:
The device was received, and a video was provided for evaluation. During visual inspection of the video, droplets of fluid were visible outside of the header. Visual inspection of the actual sample showed the product to be contaminated with blood and it required disinfection prior to testing. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 140h during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.